Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The father stated that the pump did not work properly because his son had high value of glucose after meals and the pump alarmed no delivery. The customer stated that the hp test, verification test and auto test are correct. The father will contact health care provider because he has an appointment for training.